Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture was requested on (B)(6) 2023. Lot number#: 2776873 can be observed, on the device. Visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side "implant destruction". Confirmed with an ultrasound and MRI. Device has been explanted.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). Clarification to d9: this date reflects the date photos of the device were received. The physical device has not been received at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "implant destruction" confirmed with an ultrasound and MRI. Device has been explanted.